Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a problem regarding urology bipolar working element 27040db burning and smoking while in use after the case the surgeon has said he has also got sore finger, it was reported there was no harm to the patient. However, due to the mentioned sore finger of the surgeon, this case is deemed reportable.